Manufacturer narrative:
The customer's test strips were returnee for investigation where they were tested using retention controls and a reference meter. Testing results with vial #1 lot: 394273-11 vial number: (B)(4) (qc range = 2.1 - 3.3 inr): qc 1: 2.2 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. Testing results with vial #2 lot: 394273-11 vial number: (B)(4) (qc range = 2.1 - 3.3 inr): qc 1: 2.2 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The initial reporter stated the meter result was within 2.0-3.0 inr and the laboratory result was within 5.0-6.0 inr. The reporter could not provide exact result values. The results were within 4 hours of each other. The patient's therapeutic range was requested, but not provided.